Manufacturer narrative:
Results are based upon review of user facility info and upon eval of the reserve sample. Conclusions are based upon review of the facility info and upon the eval of reserve sample. The involved device has not been returned for eval although photographs of the device were provided. A reserve sample was tested and no defects or malfunctions were observed. A review of the complaint files confirmed that this lot # has been reported previously. All units are leak tested during prod and there were no indications of any prod related problems in the device history records. Although it cannot be confirmed based on the available info, the reported leakage is consistent with a broken hollow fiber. The device labeling does address the potential for such occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available info has been placed on file for use in qa for appropriate tracking, trending and f/u.

Event description:
The perfusionist observed fluid dripping from under the oxygenator during priming, but assumed that this was due to condensation. During the bypass procedure, blood was observed leaking from the base of the oxygenator. The user facility confirmed that the oxygenator was not changed out and the procedure was completed successfully with no pt complications.